Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a kidney stone removal procedure in the kidney, performed on (B)(6) 2023. During the procedure and inside the patient, when the physician attempted to implant the stent, it was noticed that the stent buckled on its own. It was also reported that the stent was not soaked prior to implanting. Another tria ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient.